Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient could not tolerate a speaking valve and relies on finger occlusion for communication but the patient was unable to phonate the device because of the new design of the inner cannula. The little nobs prevent a good seal upon finger occlusion, causing air escape. The patient had a replacement of the tube.